Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers are not detected on bus. A field service engineer (fse) checked the power management settings for the network adapter, and the power management was enabled, then disabled the power save setting and rebooted but still drawers were not detected. Then the fse replaced the communication sled and configured the network adapter settings and drawers were still undetected. The fse unplugged drawers 1, 2, and 3 and after reboot drawer 5 came back, then turned the station off and plugged in other drawers and all were recovered and the issue was resolved and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, all the drawers were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.